Event description:
Hill-rom received a report from a hill-rom technician stating the foot and brakes not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the foot and brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot and brake casters to resolve the issue. Based on this information, no further action is required.